Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected on the bus. A field service engineer (fse) mentioned that the issue had been resolved already. The fse performed to test the drawers 4.2, 4.1 and back of the drawer in hardware test application, restarted the station, tested the drawer again in hardware test application. The customer tested the drawer functionality. The fse confirmed that there were no additional issues noted during the pro-active inspection process. The system functioned as intended after the field service engineer investigated the device.